Manufacturer narrative:
Medical device expiration date: n/a. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 3280292. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a bd insulin syringe with the bd ultra-fine needle the needle broke off in the consumer's injection site. The consumer denies reuse and states he is a 10 year user. The consumer received x-rays and states that he will have the x-rays reviewed by a doctor. It is unknown if the consumer received any additional medical intervention(s).

Manufacturer narrative:
Results: three samples of the same lot # in an open poly bag were returned for evaluation. A visual inspection of the device revealed that 2 of the 3 units exhibited a broken cannula. A microscopic inspection revealed characteristics such as residual bends on the broken hub end and cracked adhesive and tubing ovality (deformation from the normally circular cross section). Shields were also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. The remaining sample was tested and was able to draw and expel properly without any observed defects. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 3280292. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure. However, our quality engineer notes that when viewed together, the investigation findings are all indicators of bending/re-straightening mode of failure and that removal of some of the adhesive on the devices made this observation more apparent.